Event description:
International affiliate reported that a nurse found the reservoir torn three days after initially placing the device into service. A replacement device was obtained to replace the initial device. No pt adverse event is reported.